Event description:
Revised due to pain, metallosis and suspected soft tissue reaction. In 2 to 3 years after implantation the patient developed pain and difficulty walking. Explanting surgeon noted adverse reaction to metal debris and metal staining.